Event description:
During an in-clinic follow-up, an elective replacement indicator (eri) alert was received on the device. Premature battery depletion is suspected, although not confirmed. The device was explanted and replaced to resolve the event. The patient is stable.